Event description:
Th pt's mother reported her daughter's blood glucose reached 350 mg/dl after wearing the pod on her abdomen for longer than 48 hrs. Upon removal, she noticed her site was red, swollen, hurts, and warm to the touch. There was also puss coming out of the site and it feels like a little ball in the size of a quarter. She cleaned her site but did not put any medicine on it. The next day, she went to see her doctor who prescribed antibiotics for her site infection. She stated the infection was located between the fatty tissue and the normal tissue. She is doing better now at the time of the call.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.